Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton inside- vagina [foreign body in reproductive tract] went to remove tampon, all strings pulled off leaving cotton inside [complication of device removal] all strings pulled off tampon [device breakage] case narrative: consumer reported via e-mail that all the strings pulled off during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cotton inside- vagina [foreign body in reproductive tract]. Went to remove tampon, all strings pulled off leaving cotton inside [complication of device removal]. All strings pulled off tampon [device breakage]. Case narrative: consumer reported via e-mail that all the strings pulled off during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Cotton inside- vagina [foreign body in reproductive tract] went to remove tampon, all strings pulled off leaving cotton inside [complication of device removal] all strings pulled off tampon [device breakage] case narrative: consumer reported via e-mail that all the strings pulled off during removal. No serious injury reported.